Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Laboratory analysis summary: the device related to the reported events of deflation was received on june 05, 2025, with lot number 1741944. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as an unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.